Manufacturer narrative:
The device was reported to be unavailable to be returned to the manufacturer for further investigation.

Event description:
It was reported that a big spill of adriamycin occurred during an infusion using a chemolock transfer device. The reporter stated, the spike dislodged from the bag. Once the device is spiked into the fluid bag and rotated on the line where the circle is below, the fluid starts leaking out. The chemo spill was reportedly cleaned per protocol and a spill kit was used. There was unknown chemotherapy exposure reported. There was no report of holes, cuts or tears noticed on the product. There was no report of patient harm. No additional information is available at this time.